Event description:
It was reported that high capture threshold, noise, a capture anomaly, and loss of sensing were observed. It was also noted that the lead was too short and dislodged. Lead was explanted and replaced without complications. Patient condition was unchanged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.